Event description:
It was reported that the insulin pump alarmed battery out limit, unexpected restart and off no power. Customer's blood glucose was 129 mg/dl. Troubleshooting was done. During the troubleshooting, the insulin pump alarmed battery out limit. Explained to customer the insulin pump experienced unexpected restart. Customer stated that this was second occurrence the insulin pump alarmed of off no power in less than 24 hours after low battery warning. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump received with operating currents in spec. No unexpected off no power or battery out limit. Insulin pump passed self test and a21 error alarm test. No unexpected restart alarm. Insulin pump received with bleeding lcd glass. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked.